Manufacturer narrative:
Citation: jia et al. Long-term durability of transcatheter aortic valves in patients with bicuspid aortic stenosis. Catheter cardiovasc interv. 2025 sep;106(3):1746-1757. Doi: 10.1002/ccd.31742. Epub 2025 jul 3. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the long-term durability of transcatheter aortic valves in patients with bicuspid aortic stenosis. The study population included 894 patients who were predominantly male with a mean age of 75.6 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included evolut r, evolut pro and evolut pro+ bioprosthetic valves. The authors defined bioprosthetic valve failure (bvf) as a composite endpoint of severe structural valve deterioration, valve-related death, and aortic valve reintervention. Bvf was noted as having a five-year incidence of 6.1% across the study population. This limited information suggests that valve-related deaths may have occurred in association with medtronic devices. No further details were provided regarding those deaths. Among all patients, clinical observations included: moderate to severe structural valve deterioration, increased trans-prosthetic gradients, patient-prosthesis mismatch, valve thrombosis, endocarditis, and valve reintervention. No further information was provided pertaining to medtronic products.